Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed . The biomedical engineer was able to duplicate the reported problem. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Patient information was not available per biomedical engineer.